Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins).  The reason for call was patient reported that they have a "good connection" in charging the implant but they've been trying to charge for 3.5 hours their implant was still flashing red. When asked about event date pt mentioned 2.5 months. Agent had pt reset the wireless recharger and pt confirmed 3 green line bars. Pt tried to connect and they still got good connection, pt tried to reposition status went to poor. Pt mentioned charging speed was at 4 already and wireless recharger was at 100%. Pt mentioned that sometimes before they would get excellent connection. Agent asked if pt had any recent fall. Pt mentioned they had "several falls", the recent one was really hard. Agent reviewed information with pt and redirected pt to their managing hcp.